Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After vessel preparation, a 38 x 2.50 promus elite mr drug-eluting stent was advanced and deployed. Following the procedure, the patient was transferred to a cardiac care unit. The next morning, the patient experienced chest pain. Cardiopulmonary resuscitation was performed immediately but the patient died. The official cause of death was cardiac arrest. An autopsy was not performed.

Manufacturer narrative:
H6 patient codes: corrected.

Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After vessel preparation, a 38 x 2.50 promus elite mr drug-eluting stent was advanced and deployed. Following the procedure, the patient was transferred to a cardiac care unit. The next morning, the patient experienced chest pain. Cardiopulmonary resuscitation was performed immediately but the patient died. The official cause of death was cardiac arrest. An autopsy was not performed.